Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-oct-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the actual device used in this incident, it was determined that the cce services had stopped due to high memory usage. A technical support specialist configured the cce server restart utility to routinely restart the cce service on alternate days to prevent the memory consumption issue from recurring. The system functioned as intended after the technical support specialist had troubleshot the device.

Event description:
It was reported by the customer that the bd pyxis¿ es server encountered an issue where patient orders were not transferring to the stations, which hindered users from accessing the medication. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this incident.